Event description:
The procedure was to treat the distal lcx. Predilatation was performed, but a type c dissection occurred. Three stents were used to treat the dissection. After the above procedure, when the whisper guide wire was withdrawn, the tip of the guide wire was broken and remained in the vessel. The broken part of the tip was entrapped between the stent and the vessel wall. The pt was scheduled to be sent for CABG to remove the separated tip.